Manufacturer narrative:
(B)(4) date sent: (B)(6) 2015 information was not provided by the contact. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed five conforming clips and no difficulties to open the jaws were noted; however, the anti-backup and lockout mechanisms did not function as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition caused the anti-backup and lockout failures. However, no conclusion could be reached as to what may have caused the damage at the ratchet pawl. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a suprarenalectomy procedure, the clamp locked in closed position without clips in the jaws. The clip unlocked during the dipping for decontamination. Another like device was used to complete the procedure. There were no adverse consequences for the patient.